Event description:
It was reported that when using the bd pyxis¿ es server patients and orders were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to the pyxis server. A technical support specialist found stations at site were in critical override, dialed into the synchronization server restarted the data synchronization service to resolve the issue. The station was dropped off critical override. The system functioned as intended after the technical support specialist troubleshot the issue.